Manufacturer narrative:
An event of "klebsiella bacteremia" shortly after piccolo pda occlusion was reported. It was also reported that the patient was in the intensive care unit on a ventilator. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a premature infant underwent piccolo pda occlusion and then had klebsiella bacteremia shortly thereafter. The patient was reported to be in the neonatal intensive care unit on a ventilator.